Event description:
It was reported that the customer's pump battery was draining excessively. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.